Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2158-50; serial number: (B)(4); batch/lot number: 17790822/17941822; model/catalog description: linear lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting an adequate pain relief even after several reprogramming. The patient underwent an explant procedure.